Event description:
Dealer called stating that one of the legs on the 91-2 shower chair is allegedly bent. Replacement legs sent on warranty order #(B)(4). No injury. The malfunction has not been confirmed. Product is not being returned to invacare for an inspection.